Event description:
Pt sample ran and po2 value 198.5mmhg. Redrew sample and reran po2=206mmhg. Doctor changed fio2 from 100% to 70%. Redrew sample 2 hours later and po2=63mmhg. Controls were run before and after the incident and out of specifications.